Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she kept hearing beeping and she could not clear the alarm. Customer's blood glucose was 75 mg/dl at the time of the incident. Customer was wearing the pump in her bra for a couple of years. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that for the last 2 weeks, her blood glucose was running low and was continuously 45 mg/dl. Customer would try to treat but would have trouble. Customer stated that her blood glucose got to the 30's mg/dl. Customer stated that she will return the pump.

Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent button response due to corroded keypad traces. The pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The pump was received with a cracked reservoir tube lip, broken battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a case cracked at the reservoir tube window corner, cracked reservoir tube window, a cracked reservoir tube, and a stained address/serial number label.